Manufacturer narrative:
Additional information was received that there was moderate midline percussion or palpation tenderness noted in lumbar spine during examination.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that one of the patient¿s leads was showing high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that one of the patient¿s leads was showing high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that one of the patient¿s leads was showing high impedances. The patient will undergo a lead replacement procedure.